Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the left ventricular (lv) lead was attempted to be implanted in the target vein six times, all of which were out of position and it was noted the lv lead exhibited dislodgement. The lv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.